Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) was 441 mg/dl and ketones were present. Customer went to the emergency room and was treated with intravenous fluids and insulin. Customer was admitted to the hospital; bg was in the 100 mg/dl range. Intravenous insulin was continued. Elevated bg/ketones were resolved. Customer was discharged on (B)(6) 2019 with no permanent injury. Customer did not know cause of elevated bg; there were no pump alerts/alarms.